Event description:
A pt reported blood glucose results of 120 mg/dl with a lifescan meter (one touch ultra meter) and an unknown reading with a one touch profile meter (invalid comparison), performed within 10 minutes of each other. The puncture area was cleaned incorrectly, prior to testing. The customer service representative walked the pt through two consecutive control solution tests and both results fell outside the specified range. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The pt retested on the reported meter and obtained blood glucose results of 150, 122, and 100 mg/dl. Meter and test strips were replaced for the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.